Event description:
It was reported that a user believed the meal algorithm for breakfast and lunch delivered too much insulin and requested instructions for performing a factory reset, with plans to review blood glucose history and device use prior to any reset. Multiple attempts were made to obtain information regarding symptoms, however, the user was unable to be reached. Outcomes included the need for additional guidance and troubleshooting support from customer care. Investigation included review of available user-reported information and an attempt to obtain blood glucose questionnaire details and device data prior to guiding a factory reset. Investigation of this case revealed that the issue involved user-reported incorrect meal announcements leading to perceived excessive insulin dosing, and that further assessment of usage patterns and algorithm adaptation would be required to determine cause. It was concluded that additional information from the user would be required to confirm the behavior and guide corrective steps, including a possible factory reset. At least three attempts were made to obtain additional information from the user but were unsuccessful.